Manufacturer narrative:
Concomitant medical products: product ID: 3625, serial# unknown, product type: screening device. Product ID: neu_unknown_lead, lot# unknown, product type: lead. (B)(4).

Event description:
It was reported that the trial patient experienced incontinence prior to trial. During the trial, the patient could only urinate a trickle at a time, a few times a day. Their bladder was full, but they could not go. Stimulation was comfortable at 5.0 v. They were scheduled to move forward with the full implant. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.